Event description:
It was reported that during central processing, the insulation and cable of 8mm long bipolar grasper instrument appeared to be melted. The procedure was completed with no reports of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the thermal damage on instrument was observed after reprocessing. The instrument was inspected prior to reprocessing with no damage to be found. The reported instrument did not collide with another instrument or tool during the procedure. Customer did not observe any arcing event during the procedure. The patient was not injured.

Manufacturer narrative:
The 8mm long bipolar grasper instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The long bipolar grasper instrument was analyzed and found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation. The internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. Visual inspection revealed signs of missing parts the instrument passed the electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.